Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of returned product identified signs of attempted use with nicks, gouges, and dings. Additionally, the dovetail feature was identified as flared. This complaint is confirmed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial total knee arthroplasty, the surgeon had difficulty seating the articular surface upon the tibial tray. There was a surgical delay however no patient impact or adverse events have been reported. Due diligence is in progress for this event, to date no further information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: india. D10: medical product: unknown tibial tray: catalog#ni, lot#ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : see h10 narrative.